Manufacturer narrative:
Additional information is not yet available for this device. Customer wanted a shield cable to help protect from the interference from the erbe unit. Customer was provided with part number maj-1921 which is a 27¿ sdi cable which has a center copper conductor and a braided shield for the ground. The device is not returned. As such a definitive root cause of the reported complaint cannot be determined at this time.

Event description:
As reported for this event, the device was getting interference from the erbe unit. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g2, g3, g6, h2, and h10. Customer informed that they are still having issues and are working to get it resolved. Device is not returned and customer provided no details on how they are resolving the issue of the interference from the erbe unit.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The issue occurred because the user might have combined non-olympus devices without noticing (or following) the description in the instruction manual. The instructions for use includes the statements below with description on combining the device. Following this could prevent the phenomenon to occur. Combination with other equipment: